Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extension tubing was also returned. One kink was found on the inner lumen within the membrane approximately 26.9cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 5.8cm from the rear seal measuring 0.051cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4).

Event description:
An alarm leak occurred while the balloon was being used in the ICU, it had a clot in it that created a hard mass. The patient had to go to the or for a cutdown to remove it, the balloon was not replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
An alarm leak occurred while the balloon was being used in the ICU, it had a clot in it that created a hard mass. The patient had to go to the or for a cutdown to remove it, the balloon was not replaced.

Manufacturer narrative:
Date was not entered in the initial MDR. Manufacturer date: 05/18/2016.

Event description:
An alarm leak occurred while the balloon was being used in the ICU, it had a clot in it that created a hard mass. The patient had to go to the or for a cutdown to remove it, the balloon was not replaced.